Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), lot:8575093. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), lot:8820211. B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken to explant the system. During explant procedure s1 lead needed to be cut due to inability to remove electrode. The investigation was unable to determine the device attributed to the issue.